Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Upon follow-up with the account, this case took place after hours with inexperienced support staff. When discussed with account and reviewing the navigation system there were no clear issues present. The medtronic representative (rep) believed the issue with registration was regarding line of sight with the camera cart may have been interrupted during trace.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 for additional information and section e for initial reporter information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no known impact to patient's outcome and no surgical delay.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was having troubles registering a patient. The surgeon reported that when tracing the patient's forehead, it was showing on the back of the patient model. During troubleshooting, technical services (ts) had the site describe the scan quality. The site had said that the scan showed the top part of the head but had the nose kind of cut off. The site said that the scan was "fairly decent" when describing the texture. Ts had the site trace along the bridge of the nose and forehead, adding trace patterns in short segments after reaching the minimum trace. The site was eventually able to continue with the surgery.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. Logs captured 2 sessions on the date of the issue. Logs showed that the site used the tumorresectionoptical procedure and performed registration with touch_trace in both sessions. The site performed many registrations in both sessions, most of which were below 5 millimeters (mm). Logs did not capture any abnormality related to the reported behavior. Archive was not available. Codes: b01, c19, d15 h2) please see section d9 for when the software logs were available for evaluation. H2) please see section d3-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.